Manufacturer narrative:
B5- "the reporter indicated that a 13.2mm vticm13.2" should be corrected to "the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2." Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm vticm13.2 -8.50/1.0/130 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced excessive vault, glare and haloes. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(Device manufacturing date): unk, no serial number reported. (Expiration date): unk, no serial number reported. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm13.2, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced excessive vault, galre and haloes, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.